Event description:
The physician advanced the sheath and the wire into the femoral vein, the physician felt resistance when she pulled back on the wire and the out layer of the wire unraveled on her, inside the pt's femoral vein. The physician was able to retrieve part of the wire and left part of the wire remaining in the femoral vein. Surgical intervention took place the next day to remove the remaining fragment of wire in the femoral vein.